Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, to resolve the device not working and wetting, they turned it up. However, it still didn't work. Next time they went, they wanted it out, noting they were still peeing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for gastrointestinal/pelvic floor. Consumer reported a loss of therapy and that it "isn't working properly." It was also reported that the patient was wetting their pants and they want it taken out. These issues reportedly began the end of february. No falls or trauma were reported. Patient was directed to follow-up with their physician for troubleshooting. No further complications reported/anticipated.